Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer request the warranty date on her insulin pump and need assistance in programing insulin pump. The customer's blood glucose level was 121 mg/dl. The customer warranty date was provided. The customer refused to be connected to helpline because she does not have time. The customer was advised to return the call when it is more convenient. The customer agreed and understood.